Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the rubber casing around the buttons on the side of the infusion device has completely worn off. Patient stated the metal is exposed and he has to press down on the up button very hard to get it to respond. Patient reported the button is not responding consistently. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device.